Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described in the following sections in the operation manual: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during the reprocessing of their evis exera ii ultrasound gastrovideoscope device, it was discovered that the probe of the device was damaged. Upon the receipt and inspection of the returned device, it was discovered that there was foreign material in the device forceps elevator, the nozzle, and in other assorted parts of the scope, and the acoustic lens was found damaged in a manner which exposed the adhesive layer. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture both the reportable malfunctions found during evaluation as well as discovered during the inspection of the returned device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the acoustic lens had a scratch that was so deep it reached the glue layer, and foreign material was discovered in the device forceps elevator, the light guide adhesive, the bending section cover adhesive, the objective lens adhesive, and lodged in the nozzle. The customer's originally reported issue of damaged probe was confirmed. The following additional findings were also noted: assorted scratches, wrinkles, stained/discolored components, shaved components, wear of the angle wire resulting in bending angles and knob play being out of the standard value, damage to the ultrasonic cable resulting in the number of missing elements exceeding the standard value, and damage on the acoustic lens resulting in the insulation resistance value not meeting the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.